Manufacturer narrative:
Failed battery test alarm due to corroded battery cap contact. Cracked reservoir tube lip, broken battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Unable to confirm excessive no delivery alarms due to failed battery test alarm.

Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. It was also found the customer had recurring no delivery alarms that was resolved by a complete set change. Customer's blood glucose was 98 mg/dl at the time of the call. Troubleshooting found there was a piece missing from the battery compartment. Customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.